Event description:
It was reported that patient underwent total hip arthroplasty in 2009. Subsequently, patient developed an infection at the incision site which cultured staph aureus. A revision was performed two weeks later, to remove and replace the liner and to debride the hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterile certification shows that lot was sterile released in 2008. There are warnings in the package insert that state that this type of event can occur.